Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported multiple invalid results with the ID now covid-19 assay (B)(6) 2021 performed on a direct tested nasal kitted swab. The customer reported that retesting was not performed after the invalid result. The customer reported that the patient's treatment was delayed because they were unsure if the patients were positive. Although requested, no further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the reporttype from malfunction to serious injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 191-000/ lot m163184 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot m163184. Test base part number 191-000/ lot m163184. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163184 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. A review of complaints against the kit lot for the reported issue indicates that product performance is as expected and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.